Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported that this was a reoccurring infection. The patient was hospitalized for the event. The cause of the peritonitis was unknown. It was unknown if treatment was rendered for the event. At the time of report, it was unknown if the patient recovered from the event. It was reported that the patient's catheter was to be removed. No additional information is available.